Event description:
The sales representative reported on behalf of the customer that 60-6085-201a, medium, uterine manipulator device was being used during a hysterectomy procedure on (B)(6)2025 when it was reported ¿the v-care used has a defective balloon that would not stay inflated. Had to get a new one to proceed with the procedure.¿. The procedure was completed with the use of the same alternate device and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that 60-6085-201a, medium, uterine manipulator device was being used during a hysterectomy procedure on (B)(6) 2025 when it was reported "the v-care used has a defective balloon that would not stay inflated. Had to get a new one to proceed with the procedur". The procedure was completed with the use of the same alternate device and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. (B)(4). Per the instructions for use, the user is advised to remove vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor per regulatory requirements to help ensure patient safety.